Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for the complaint batch 23a28g8263 and no abnormality was observed during in-process and at final control inspection. Sample for evaluation: received 1 used and contaminated capillary hub of an introcan fep w g22/25 cn without packaging. Visual inspection observed the capillary had cut off near the capillary hub horn. Observed a straight and clean cut. The cut off piece was not received. Reference to IFU: as communicated in IFU, warning section stated that: - never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. - extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. - do not use scissors or sharp instruments at or near the insertion site. Review assembly process: the introcan product is assembled on automated assembly machines equipped with vision system and test stations. Along the machines, there is a 100% inspection stations to check the presence and condition of catheter tip, trim length, bevel and contour. Products detected out of the inspection criteria will be detected and be rejected by machines automatically. All the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Here with potential malfunctions of the systems would be detected in time and would be mitigated immediately. The process cards for the complaint batch show no abnormality. Conclusion: this defect is not due to manufacturing process and mostly likely due to application error. Complaint is not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer when the left cerebral artery puncture needle was pulled out after surgery, it was found that the capillary was broken, and the anterior part of the capillary remained in the patient's body. The surgeon performed a surgical incision of 10 centimeters (cm) on the skin of the arm, removed the broken capillary, compared it with the intact catheter, and removed the complete part.